Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was located in an unknown vessel. The physician attempted to cross the lesion site with a taxus express2 8.8% 3.50 x 12 mm drug eluting stent but was unable to cross. As the device was being removed into the guide catheter, the edge of the stent flared. No pt injuries or complications were reported. The procedure was successfully completed with an unknown type stent. The pt's status is reported as good.